Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41568, implanted: b)(6) 1996, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: b)(4), ubd: 28-oct-1998, UDI#: b)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving hydromorphone (20mg/ml at 3.6mg/day) via an implanted infusion pump. It was reported that the patient had withdrawal type symptoms since their pump replacement approximately 6 weeks ago. They checked the reservoir and volumes matched, so they were suspecting a catheter issue. There was some very rigid scar tissue around the pump so the healthcare provider (hcp) suspected that the catheter may be kinked. They were just starting the revision and the outcome was unknown at the time of report.

Manufacturer narrative:
Product ID: 8703w, lot# l41568, implanted: (B)(6) 1996, product type: catheter. Update: the previously applied device code (B)(4) was removed and replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was indicated that there was no kink identified. However, when the physician opened up the pocket, he said it appeared as though the pump connector almost slipped right off, as though its connection was no longer viable. The physician decided to replace the pump connection to be certain it was in a good connection moving forward with a new model 8596sc. The patient¿s symptoms were resolved. It was noted that the catheter component was not being returned. The patient¿s weight was indicated as having been not applicable.